Manufacturer narrative:
The device history record was reviewed, and no irregularities were noted. The plate breakage in this case probably caused by the excessive force applied to the position of the plate and screws. We concluded that the quality of this product has no relation to this event. The osferion bone void filler package insert status in the following section: warning and precaution. Important basic precautions. When load bearing capacity has been weakened or reduced due to fractures, etc., osferion should only be used if the bone can be reliably immobilized by using external or internal fixations etc. Otherwise, compaction of fractures may occur. If necessary, the fracture should be stabilized using external or internal fixations to prevent post-implantation migration or extrusion of the osferion due to loosening. Adverse events. Fracture. This report is being submitted as a medical device report is an abundance of caution.

Event description:
A patient underwent high tibial osteotomy (hto). The surgeon in charge of the patient fixed the osteotomized tibia with a bone plate and bone screws for use in internal body fixation and implanted this product (bone void filler). The surgeon recognized the breakage of the bone plate about three months after the hto. The surgeon carried out reoperation about five months after the hto. The surgeon first removed the broken bone plate and then fixed the osteotomized tibia with a different bone plate of the same plate series as that used in the hto. To fix the osteotomized tibia more firmly, the surgeon placed a bone plate manufactured by a different company on the lateral side of the tibia and fixed it with bone screws. During the reoperation, the surgeon found a type 3 lateral hinge fracture. However, it is unclear whether the fracture occurred during or after the hto.